Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was not keeping it's position, and when the surgeon was not using the instrument, the wrist would droop down. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the issue occurred when the surgeon's head was in the console; the minute the surgeon switched to another instrument, it would droop. The issue was persistent, so the instrument had to be swapped off. There was no injury to the patient. The instrument was inspected prior to start, and no damage was noted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The force bipolar instrument was found to have a loose pitch cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The instrument was also found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. Root cause is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use. A loss of cable tension resulted from a stretched cable due to an unknown cause.